Event description:
The single blood analysis test card was inserted into the epoc blood analysis system. The system went through its initialization process then had an error statement: "fluid in card." There was no fluid introduced or in the area of the card. The card was removed from the foil wrap and inserted into the reader. There was no significant temperature change to create moisture. A second blood analysis test card was used (same lot number) with success. Ambulance team to continue to monitor for failures/issues with the blood analysis test cards.